Manufacturer narrative:
A complete lead was returned in one piece for analysis. The field report of high pacing impedance and capture anomalies were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Impedance testing of the lead was normal and x-ray examination did not find any anomalies. Visual examination of the entire lead did not find any anomalies. The results of the investigation concluded the analysis of the lead was normal; no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, high pacing lead impedance and high capture threshold was noted on the newly implanted low voltage (lv) lead. The (lv) lead was replaced and the patient is in stable condition.